Event description:
MRI of the brain with and without contrast ordered. Sedated patient began to flail arms and legs during the dwi sequence of the brain scan. The sequence was stopped and the movement stopped. Dates of use: 2007. Diagnosis or reason for use: infantile spasms. Event abated after use stopped: yes.